Event description:
Same case as #6000093-2006-01164during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The patient had single vessel disease of the ramus interventricularis anterior (riva) with a high level of long stenosis. The physician attempted to use a taxus liberte' 3.0x32mm drug eluting stent to direct stent the target lesion when he met with severe resistance. The device was removed undeployed and the stent was found to have flared struts. A 3.0mm voyager balloon was used to predilate and the physician used another taxus liberte' 3.0x32mm drug eluting stent to try to treat the lesion. The physician encountered the same difficulty with resistance and the stent could not cross the lesion. The physician began to remove the stent delivery system when the stent came off the balloon where it was "jammed in the proximal riva/trunk". The patient had no complaints of pain during the event. The patient was sent for bypass surgery. No attempts were made surgically to remove the stent. It was reported that they could not feel the stent in the lesion. Patient status post surgery was satisfactory. No further patient complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.